Event description:
An 8 yr old male with medical history of aortic stenosis and insufficiency, unicuspid aortic valve, discrete aortic subvalvular membrane status post aortic valvotomy and debanding of pulmonary artery in 03/1983 status post coarctation repair, patent ductus arteriosus ligation and pulmonary artery band in 07/1982 underwent an aortic root replacement using a 19mm aortic homograft, resection of subvalvular membrane and ventricular septal defect repair on 08/08/1990. On 08/29/1996, pt had valve explanted due to aortic stenosis and insufficiency and calcification. The homograft was replaced with a 25mm st jude composite valved conduit.